Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found full breached outer insulation degradation proximal to suture sleeve tie impression. The cause of noise was due to outer insulation degradation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturing number: 2017865-2021-29692. It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted, while the ra lead was explanted and replaced. The patient was in stable condition.